Event description:
According to the report, dr. (B)(6) used perclot topical with a sterile sample for her trial. Comments were made during case about the amount of blood and blood/irrigation from sinus during case. She doesn't use a scope so it was impossible to monitor application. Irrigation was used after applied to activate the gel. Suction was used after perclot topical was placed and some of the particles were suctioned out. Patient complaint about four days of post-op bleeding during follow-up meeting with dr. (B)(6). Patient impact was listed as "4 days of significant post-op bleeding." The procedure was a bilateral endoscopic sterotactic sinusotomy with septoplasty. The follow-up visit was on (B)(6) 2015. There was no visualization of the sinus cavity during irrigation and suction. Dr. (B)(6)' scope doesn't project to a screen for viewing. It's a handheld device that only she can look through. She irrigated with saline and confirmed that perclot had gelled. No other hemostatic agents were used. No product/device was used to lateralize the middle turbinate or prevent post-operative adhesions. No products/devices were left behind in the nasal cavity besides perclot.

Manufacturer narrative:
According to the report, dr. (B)(6) used perclot topical with a sterile sample for her trial. Comments were made during case about the amount of blood and blood/irrigation from sinus during case. She doesn't use a scope so it was impossible to monitor application. Irrigation was used after applied to activate the gel. Suction was used after perclot topical was placed and some of the particles were suctioned out. Patient complaint about four days of post-op bleeding during follow-up meeting with dr. (B)(6). Patient impact was listed as "4 days of significant post-op bleeding." The procedure was a bilateral endoscopic sterotactic sinusotomy with septoplasty. The follow-up visit was on (B)(6) 2015. There was no visualization of the sinus cavity during irrigation and suction. Dr. (B)(6) scope doesn't project to a screen for viewing. It's a handheld device that only she can look through. She irrigated with saline and confirmed that perclot had gelled. No other hemostatic agents were used. No product/device was used to lateralize the middle turbinate or prevent post-operative adhesions. No products/devices were left behind in the nasal cavity besides perclot. Manufacturing records were reviewed for model number ms14j03. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record (dmr). All lots passed functional testing and met cryolife release specifications. A review was performed of the available information. It is unclear whether dr. (B)(6) used a scope during application of the perclot granules or at any time throughout this procedure. Originally, it was reported as "she doesn't use a scope," although additional information was obtained suggesting that a scope, allowing the user only to have visualization of the intended location, may have been used. Furthermore, the additional information states "there was no visualization of the sinus cavity during irrigation and suction," although it is later "confirmed that perclot had gelled" following saline irrigation. Visualization of the nasal and sinus cavities is critical during the application of perclot topical granules and is useful to confirm that hemostasis has been achieved following product application. For this reason, the instructions for use (IFU) for perclot topical includes several statements to instruct the user on how to properly dispense the product and apply the granules with the intent to maximize hemostatic performance, or efficacy, of the product. Under "directions for use" within the IFU, the user is instructed to "identify and expose the source of bleeding of the wound." The instructions go on to further emphasize the importance of "direct contact with the site and source of active bleeding" to hemostatic performance of the product. Additionally, the IFU elaborates that the user should "apply a sufficient amount of the perclot granules directly to the source of bleeding to cover the wound." The IFU later emphasizes this point in language stating: "note - to optimize the hemostatic performance of perclot, it is important to ensure that the granules come into the direct contact with the bleeding surface." According to the report, it is not clear, although confirmation seems improbable without the use of a scope for visualization, whether the true source of bleeding was identified prior to product application. Without proper visualization, it would also be challenging to verify that dispensed granules sufficiently covered the wound during and/or following application. The perclot topical IFU also states: "once hemostasis is achieved, remove excess granules carefully and completely by gentle saline irrigation and aspiration." In other words, hemostasis should be confirmed prior to saline irrigation. However, it is not known whether hemostasis was achieved during the procedure following product application, prior to saline irrigation. Without proper visualization of the nasal and sinus cavities, it does not seem likely that the surgeon would have been able to verify whether hemostasis was achieved prior to saline irrigation or at all during the intraoperative period. With regards to the "4 days of significant post-op bleeding" reported by the patient, it is uncertain as to when the postoperative bleeding began; however, it is normal to experience some bleeding out of the nose or down the throat for the first 3 to 5 days after sinus surgery, especially after sinus irrigation. Postoperative bleeding most commonly occurs within the first 24 hours of the procedure but can be delayed days or even weeks. It is also worth noting that strict [intraoperative] hemostasis can decrease or avoid postoperative bleeding altogether. Noncompliance with standard postoperative care instructions (including performing daily nasal irrigations and avoiding use of non-steroidal anti-inflammatory drugs or medications, strenuous activity, and smoking) may be expected to contribute to the incidence of postoperative bleeding. Otherwise, a postoperative bleeding event caused or related to the use and subsequent dislodgement or failure of perclot would not be expected to be described as "significant." While it is uncertain what bleeding rate or severity is meant by "significant post-op bleeding," it calls into question the type of bleeding to which the product was initially applied. In accordance with its IFU, the applicable subset of the intended use statement specifies that perclot topical is intended for "the treatment of mild bleeding from topical ent surgical wounds and nosebleeds." According to the complaint summary, the surgeon did not use any other hemostatic agents or products/devices to lateralize the middle turbinate or prevent post-operative adhesions. No other products or devices were left behind in the nasal cavity besides perclot. It is not known whether cautery or other ligation methods were employed to control bleeding prior to the application of perclot. However, the IFU is clear that "perclot topical is not intended as a substitute for appropriate standard of care procedures and meticulous surgical technique." Following endoscopic sinus surgery, postoperative bleeding is normal and may have many causes. User compliance with the IFU, particularly the directions for use and in accordance with the intended use, is essential to product efficacy and critical to the safe use of this product. Factors such as aspirin use, blowing the nose or otherwise disturbing the nasal mucosa, coagulopathy, etc. Could contribute to excessive post-operative bleeding.

Event description:
According to the report, dr. (B)(6) used perclot topical with a sterile sample for her trial. Comments were made during case about the amount of blood and blood/irrigation from sinus during case. She doesn't use a scope so it was impossible to monitor application. Irrigation was used after applied to activate the gel. Suction was used after perclot topical was placed and some of the particles were suctioned out. Patient complaint about four days of post-op bleeding during follow-up meeting with dr. (B)(6). Patient impact was listed as "4 days of significant post-op bleeding." The procedure was a bilateral endoscopic sterotactic sinusotomy with septoplasty. The follow-up visit was on (B)(6) 2015. There was no visualization of the sinus cavity during irrigation and suction. Dr. (B)(6) scope doesn't project to a screen for viewing. It's a handheld device that only she can look through. She irrigated with saline and confirmed that perclot had gelled. No other hemostatic agents were used. No product/device was used to lateralize the middle turbinate or prevent post-operative adhesions. No products/devices were left behind in the nasal cavity besides perclot.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.